Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2004. Legal counsel further reported patient allegations of infection, loss of range of motion, pain, inflammation, swelling, damage to surrounding bone and tissue, and lack of mobility. No revision procedure has been reported. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient medical records indicates that a revision procedure was performed on (B)(6) 2004 due to staph infection. The operative report noted bloody fluid and necrotic tissue within the joint, hematoma, erythema and swelling. An irrigation and debridement was performed and the modular head was replaced. Another operative report dated (B)(6) 2004 notes revision due to chronic infection. Fluid and inflamed tissue was discovered within the joint, the sinus tract was excised and a trochanteric osteotomy was performed to remove femoral stem. All components were replaced with competitor cement spacer molds and competitor cables were used to repair the osteotomy.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 1 states, "material sensitivity reactions.¿ number 2 states, "early or late postoperative, infection, and allergic reaction." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain." Lastly, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿ review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-07788 & 2015-01056 / 2015-01057 / 2015-01058.